Manufacturer narrative:
This report is submitted on august 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved and subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on december 05, 2018. (B)(4).